Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, there was an adequate amount of excess lead and there was no reason for tightness. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Fc-(B)(4)

Event description:
A barostim system was implanted on (B)(6) 2025 and last titrated on (B)(6) 2025. Following the titration, it was noted by the physician that the patient had visible lead tightness and on (B)(6) 2025, a lead revision was done. When the physician opened the opened the neck incision it was observed that there was an adequate amount of excess lead and there was no reason for tightness. No adjustment was made, and the lead impedance was good throughout the procedure.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h11. Cvrx ID# (B)(4).